Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl and which went high to 581 mg/dl and customer treated this with the steroids and decrease it to 200 mg/dl and declined troubleshooting for it. Customer had hard time getting this uploaded due to a bunch of errors, I downloaded the (B)(4), tried (B)(4). The device will not be returned for the analysis.